Event description:
Health care professional (hcp) reported pt (hp) receiving hemodialysis on the baxter 1550 device. Hcp reported pt goal weight to be removed was set for .7 kg. Hcp weighed pt after hemodialysis and discovered .4kg above goal set was removed. Hcp reported pt did not exhibit any adverse signs or symptoms during treatment to indicate that more fluid was being removed than the goal set. Hcp stated this pt is very compliant and is not volatile to fluid volume fluctuations. Hcp reported no medical interventional was necessary and no pt injury resulted from this event. Hcp confirmed since they changed the switch setting internally in the 1550 device to high flux the staff has been educated on the fact that the minimum amount that can be removed with this change is 0.3kg per hour and the unit protocol has been rewritten to instruct the staff to supplement with fluid if the pt has less than 0.3kg per hour to be removed.